Event description:
It was reported that the unit displayed a e-1 error code, will not come off standby, and have reset bulb several times.

Manufacturer narrative:
Additional information will be provided once investigation is completed.